Event description:
The customer reported that the analyzer produced elevated potassium results on two pt serum samples. The results were normal, upon repeat analysis. Neither elevated results was reported to the floor, so there was no harm as a result of this occurrence.